Manufacturer narrative:
A ge service rep performed an onsite investigation. No conclusion can be drawn as further repair info is unavailable at this time.

Event description:
The customer reported that the system froze (locked-up) in the middle of a case. There is no report of pt injury associated with this event.